Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips with questions regarding default alarm limit settings. It is not clear at the time of this report if the customer was reporting that the device failed to alarm. The customer reported that there was no patient involvement.